Event description:
Right total hip arthroplasty completed (B)(6) 2024. Taken back to operating room (B)(6) 2024 for right hip scar revision with irrigation and debridement. The deep dermal layer and superficial subcutaneous layer developed a hypersensitivity response to the sutures and caused wound dehiscence and potential deeper infection. Light growth of staphylococcus aures.